Manufacturer narrative:
Qc performed prior to and after the event was within the customer's established ranges. A field service engineer (fse) was dispatched: the fse verified hardware performance; all testing met specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accutni) result, above the ami cut-off, generated by the access 2 immunoassay system for one patient's sample. The result was not reported out of the lab. Upon repeat the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.